Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in experienced leakage during use. The following information was provided by the initial reporter: material no. 383536 batch no. 9233234. Called customer to verify situation as our manufacturing facility received wrong product. Customer stated that there was an additional medwatch report for material 383536 that issue took place on november 3rd. I asked if she could send us this form so we can log the complaint , due to not locating a complaint in the system for this product from their facility.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in experienced leakage during use. The following information was provided by the initial reporter: material no. 383536 batch no. 9233234 called customer to verify situation as our manufacturing facility received wrong product. Customer stated that there was an additional medwatch report for material 383536 that issue took place on november 3rd. I asked if she could send us this form so we can log the complaint , due to not locating a complaint in the system for this product from their facility.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample for evaluation. Bd received one retracted unit and the top webbing of the packaging which indicated the item number of 383536 and lot number 9233234. Through the visual inspection the unit revealed a cut/slit in the tubing near the adapter. A water air leak test was performed where leakage was observed on the extension tubing. Further microscopic evaluation of the leakage revealed damage to the extension tubing approximately an inch away from the adapter. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a damaged pallet. The tubing was pinched between the gripper fingers and the pallet. A device history record review showed no non-conformances associated with this issue during the production of this batch.